Event description:
It was reported that the patient experienced power cable disconnect alarms while connected to the mobile power unit (mpu). The patient stated it was not providing power to their left ventricular assist device (lvad). The mpu was able to be turned on. The mpu was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: expiration date was inadvertently added in initial report and is not applicable to this device. Manufacturer's investigation conclusion: incidental findings: heavy contamination. The reported event of power cable disconnect alarm while connected to the mobile power unit (mpu) was not confirmed. There were no log files submitted for review. During the evaluation of the returned mpu, serial (B)(6), the unit did not enter european distribution center (edc) technical service center due to heavy contamination. The housing, led overlay, and patient cable had blood residue. The unit was not tested and was disposed of due to biohazardous material. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook (rev. G) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. G) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. G) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. G) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use (rev. G) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect alarms. Heartmate 3 instructions for use (rev. G) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that exchanging the mobile power unit (mpu) resolved the issue.